Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. For clarification, engagement failures occurred because the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. There was no image or video clip submitted for review. A review of the instrument logs for the tenaculum forceps (part# 47020710 / serial # (B)(4)) was performed. The customer attempted to use the instrument on (B)(6) 2022 on system (B)(4) for a simple prostatectomy procedure. Based on this review, no lives were used for this procedure. The instrument has 1 life remaining. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the tenaculum forceps instrument was inserted into the system but was not recognized. The customer stated that they reseated and replaced the drape with no change. The customer initiated a hard power cycle of the robot with no change. The customer then tried 2 more tenaculum forceps instrument which were also not recognized - other instruments were recognized on the arm with no problem. The surgeon aborted attempts to resolve the issue and used suboptimal grasper in place of the tenaculum. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument were not working at all when plugged into the robot. The issue did cause an approximately 10 minutes delay during procedure. The instruments were sent for evaluation.